Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was due for maintenance and the light emitting diode (led) screen was not functioning. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection noted a damaged liquid crystal display (lcd). Functional testing confirmed the complaint. The root cause was attributed to impact damage to the front cover of the device. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.